Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a mars flux, albumin was found to be leaking on the surface of the filter. The treatment was terminated and a new set was primed and therapy restarted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During the visual inspection of the provided photos, albumin was observed on the outer side of the device. No failure was visible on the provided photos. The reported problem was confirmed. The cause of the event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.